Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset and technical support confirmed this was appropriate action and advised mother to call again if malfunction reoccurred.